Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3740sp double loaded knotless knee fibertak anchor disengaged during a multi-ligament procedure. While reconstructing the mcl, they anchored the graft to the femur using the knee fibertak implant. The patient was noted to have good bone quality, and the tunnel was drilled with a 2.6 mm drill from the knee fibertak disposable kit. However, the anchor pulled out during tensioning. To complete the procedure, they used a hard-bodied corkscrew anchor. No patient harm was reported. Additional information was received on 07/16/2025: this occurred on (B)(6) 2025 for a multi-ligament procedure. To complete the repair, an ar-1927bcf suture anchor was utilized. There was no suture or anchor remnant left in the patient. This did not add any significant delay or additional anesthesia to the case, with no adverse effects to the patient.